Manufacturer narrative:
Return requested. Replacement computer for site 07/05/2016. No parts have been received by manufacturer for analysis. On 07/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged that their navigation system would not boot-up and no images would show on the monitors. This procedure was being performed using a navigation system and an imaging system. No further details regarding the behavior were provided. The surgeon opted to discontinue the use of both the navigation system and the imaging system. The procedure was originally scheduled as a pedicle screw placement and was changed to a lateral mass surgery. A c-arm was brought in to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect computer was unable to replicate the reported issue. The computer boots normally to the application screen. No hard drive errors observed. System passed phd and all required testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.